Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 13-jan-2025 it was reported by the healthcare provider that on (B)(6) 2025, the user experienced a severe hypoglycemic event resulting in loss of consciousness while using the ilet. Leading up to the event, the user had issues rewinding the pump for cartridge changes but dismissed alerts and continued use. The user had recently changed the infusion set and cartridge and reported disconnecting when filling the tubing. During the event, the user consumed toast in response to a dropping blood glucose (bg) but continued to experience symptoms, including shaking. After attempting to walk, the user collapsed and lost consciousness. Ems was called, and upon arrival, the user was found with a bg level of 40 mg/dl. Emts removed the insulin pump in the ambulance, and the user was transported to the hospital. The user was admitted on (B)(6) 2025 and received IV fluids before being discharged on (B)(6) 2025. No long-term health effects were reported. The user was unable to confirm the duration of low bg and stated that she believes emts administered glucagon.